Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, endometrial ablation and leiomyoma on (B)(6) 2021, sleep apnea, cesarean section, vaginal delivery, parity 3, multi gravida, right lower quadrant pain and adenomyosis on (B)(6) 2021 and obesity. Concurrent conditions were listed as abdominal pain since (B)(6) 2021 and dysmenorrhea since (B)(6) 2021. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,vaginal, laparoscopy-assisted, rso). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46.745 kg/sqm. [Pathology test] on 26-jan-2021: final diagnosis: uterus and cervix (155 g) with bilateral fallopian tubes and right ovary; hysterectomy with bilateral salpingectomy and right oophorectomy: uterus and cervix: late secretory endometrium with areas of fibrosis, consistent with incomplete ablation. Intramural leiomyomata 1 cm unremarkable cervix. No endometrial hyperplasia, cervical dysplasia, or other malignancy identified. Bilateral adnexa: corpus luteum cyst, multiple, right ovary. Unremarkable fallopian tubes. No atypia or malignancy identified. Clinical information: post endometrial ablation syndrome. Rlq abdominal pain. Dysmenorrhea. Gross description: uterus, cervix, bilateral fallopian tubes and right ovary the attached right fallopian tube with fimbria measures 6 cm in length with an average diameter of 0.5 cm. Cut sections reveal a patent lumen. The attached left fallopian tube with fimbria measures 5.8 cm in length with an average diameter of 0.5 cm, is tan-pink-red. A paratubal cyst measuring 1 x 0.6 x 0.4 cm filled with clear fluid is also identified 0.1 cm from the fimbria. [Ultrasound scan] on 19-oct-2020: 9.8x4.5x5.7 cm uterus. Small intramural fibroid that is 1.1 cm. Endometrium 8 mm. Normal ovaries. Heterogeneous myometrium.; on 22-jan-2021: adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter and patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2009, the patient had essure inserted. On (B)(6), 2021, 4408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.